Event description:
It was reported by the patient's family member that the patient had received multiple shocks. It was noted that the patient is in "excruciating pain". Interrogation of the device determined that there was no history of therapy being delivered. Requests for additional information about the event were not returned. The lead and device remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.